Manufacturer narrative:
Device evaluation: the device was not evaluated by philips. The manufacturer conducted an evaluation of the device. The reported problem was confirmed. The issue was traced to a faulty ac power module. Resolution and disposition: replacing the ac power module resolved the customer's reported issue. The device remains at the customer site.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device cannot power up using this ac module device. There is no reported patient involvement.